Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-4-b device of lot number c1431857 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿mdr2052¿ to capture ¿stent migration¿. Lab evaluation: the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. IFU & label review: as per the IFU (ifu0062), stent migration and death (other than due to normal disease progression) are known potential adverse events that can occur in conjunctions with biliary stent placement: ¿additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumour overgrowth, vomiting¿ there is no evidence to suggest that the customer did not follow the instructions for use/product label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to a procedural adverse event as ¿stent migration¿ and ¿death (other than due to normal disease progression)¿ are both known, potential adverse event associated with upper gi endoscopy. As per page 31 of the casebook, the migration was unrelated to the stent itself. The cause of patient death in the study is unknown. It was noted on page 32 of the casebook that the stent migration did not lead to the patient death. Summary: according to the pmcf study, the evo-fc-10-11-4-b stent migrated partially downstream, 19 days post-stent placement. Confirmed quantity of 1 device. Confirmed used. As a result of this occurrence, the patient did experience an adverse effect due to this occurrence. The patient required endoscopic replacement of the stent with a plastic stent. The migration did not lead to the patient death as per the casebook. Investigation findings concluded a definitive root cause could not be determined. A possible root cause could be attributed to the procedure as stent migration is a known potential adverse event associated with upper gi endoscopy. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-jun-2023.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Device issue: stent migration; intended function, not documented: stent replacement, yes; direction; downstream; degree; partial; no contributing factors documented. Description of event: device issue: stent migration; relationship: device; not related; procedure: not related; ancillary: not related, pre-existing: not documented, deficiency, no. (B)(6) 2018: 19 days post-procedure: stent migration: resolved (patient recovered/stabilized): stent replacement. Patient outcome: status: resolved; treatment: endoscopic stent replaced by plastic stent; death yes. (B)(6) 2019 patient death: other contributing factor: unknown cause of death.